Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm cadiere forceps instrument broke while being used to dissect and retract tissue, preventing removal of the cannula until both were withdrawn together from the patient. The instrument had been inspected prior to use with no abnormalities noted, and a replacement instrument was used to finish the case. The procedure was completed with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a broken main tube approximately 1.46 in from the distal tip. Components adjacent to this broken main tube show damage. The proximal clevis was dislodged. The instrument housing was removed, and the clamping pulley screws were loosened to separate the main tube from the proximal clevis. A visual inspection found all internal cables to be still intact, and material was found missing. The main tube broke, causing the proximal clevis to become dislodged. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.